Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(6) reported that the customer had low blood glucose levels and an emergency medical service was called for assistance. It was reported that the incident occurred a year ago. It was reported that the customer is doing well now and did not wish to follow up. No further information provided.